Event description:
Consumer reported upon removal of a tampon, the pledget fell apart into pieces. Also, as it was removed, the string separated from the pledget and remained in one piece. She manually removed pledget pieces from her vaginal cavity. She had a doctor's exam the following day which confirmed no pieces remained inside of her. She did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacturer.